Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally cut with the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The suture was cut prior to closing knot. It should be noted that the electronic proglide instructions for use states: with the suture trimmer in place and suture taut, tighten the knot by gently pulling the non rail suture limb, keeping it coaxial to the tissue tract. The investigation determined the reported suture cut prior to closing the knot appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: minor correction made as the word "cut" was inadvertently missed from initial report.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally by the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.